Event description:
It was reported via repair work order that the brakes would not stay engaged due to malfunctioned drive link assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes would not stay engaged due to malfunctioned drive link assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was also determined that the side rail could not remain latched due to a damaged top rail.